Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that an implant at tooth site # 36 was removed due to a fracture at the implant collar. Patient suffered from inflammation. Form indicated the patient complained of sensitivity as well as mobility of the implant-supported crown. Her dentist repeatedly tightened the prosthetic screw, and eventually referred the patient to us. Once the prosthesis was removed, doctor observed a fracture of the implant collar. Implant was removed and procedure was not completed with other implant.